Event description:
It was reported that dissection occurred. The target lesion was located in the proximal to mid right coronary artery. After a 3.00 x 38 synergy stent was implanted, some dissection was noted at the distal edge of the stent. A 3.00 x 12 synergy stent was implanted to cover the dissection. The procedure was successfully completed.

Event description:
It was reported that dissection occurred. The target lesion was located in the proximal to mid right coronary artery. After a 3.00 x 38 synergy stent was implanted, some dissection was noted at the distal edge of the stent. A 3.00 x 12 synergy stent was implanted to cover the dissection. The procedure was successfully completed. It was further reported that the target lesion was 98% stenosed and the right coronary artery was mildly tortuous and mildly calcified. The 3.00 x 38mm synergy stent was fully deployed at nominal pressure. There were no issues during stent deployment.